Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited undersensing on the right atrial (ra) lead channel during a atrial tachy response (atr) episode. The health care professional also mentioned observing a heart rate of 116 beats per minute in telemetry. Technical services (ts) was consulted and recommended further evaluation with cardiology for programming enhancements. This device remains in service. No adverse patient effects were reported. Additional information was received; per cardiology discretion this device was reprogrammed to vvir. This device remains in service. No adverse patient effects were reported. (B)(6).

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited undersensing on the right atrial (ra) lead channel during a atrial tachy response (atr) episode. The health care professional also mentioned observing a heart rate of 116 beats per minute in telemetry. Technical services (ts) was consulted and recommended further evaluation with cardiology for programming enhancements. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.